Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they just got off the phone with their doctor's office because of some symptoms they were having. The patient said they didn't think there had been any change in their symptoms, but they were getting for no apparent reason frequent stimulation, a pinching sensation in their pelvic area, and on occasion a jolting sensation. The patient also said that everything in their lower half of their body was annoying them and it felt as if the stimulator was being turned up. The agent asked when this started and the patient said probably this past week. The patient spoke with one of the postoperative nurses at the healthcare provider office and was told to call patient services. Patient services reviewed how to decrease stimulation. The patient was able to successfully decrease stimulation to a comfortable level. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the patient. In response to questions asking for cause, steps taken, and resolution regarding the issues reported on 2024-sep-19, the patient stated their physician changed the program setting, they have been dealing with a uti and possible yeast infection, and will follow up with their physician in three weeks.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.